Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 1. The home patient (hp) disconnected in dwell 1 and did not reconnect in time. The baxter technical service representative (tsr) had the hp cycle power and se 2367 alarmed. The hp would restart the setup with all new supplies. The hc was operational. The patient was either not connected at the time of the alarm or observed air. The patient line did become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. Proper disconnect procedures were not used. The patient did reconnect. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with new supplies. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.